Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported false downstream occlusion messages, which were not reproduced during evaluation. The alarms were confirmed during a review of the event history log on the last day of use. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.